Event description:
A hospital in (B)(6) reported that a leak was detected in the 900rd010 adjustable t-piece and resuscitation circuit before use. The hospital has further reported that a "hole" was observed. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned and visually inspected. Results: the visual inspection revealed a hole on the circuit. The hole is approximately 3 mm x 2 mm located approximately 474 mm from the t-piece end. A lot check revealed no other similar complaint for this lot number conclusion: the observed hole is a moulding defect that is likely to have been caused by a cleaning aid that is used in the extrusion process during production. The 900rd010 circuit is used with fisher & paykel healthcare's rd900 neopuff infant resuscitator. The neopuff user instructions state that "the neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby". In addition the 900rd010 user instructions state the following: "ensure pressures are monitored throughout resuscitation". (B)(4).